Event description:
It was reported that white particles were found floating inside a small volume intermate. This occurred before patient use. The device had been filled with cefuroxime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 24, 2014 to november 26, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was white particles floating in the device. The reported condition was verified. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.